Event description:
While unpacking a 2.5 x 23 and a 2.25 x 23 mm cypher select stents for a procedure, it was noticed that the stent struts were uplifted. The product was not clinically used. Add'l info indicated that the packaging of the device was perfectly intact. The devices are stored horizontally in a cabinet. There was no further damage noted on the device.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. The device has been returned for analysis, which has not yet begun. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with the reported event that were submitted under the following mfg number 9616099-2007-02278.